Event description:
It was reported that the batter of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.